Manufacturer narrative:
Corrected data: h6 (health effect - clinical code, health effect - impact code).

Event description:
It was reported that on literature review "can na18f pet/CT bone scans help when deciding if early intervention is needed in patients being treated with a tsf attached to the tibia: insights from 41 patients", 1 (one) patient was referred to the hospital with a nonunion of a tibia fracture. An unknown plate and a sequester of 5x2 cm was removed. He was then bone grafted and fixed in a taylor spatial frame. He was painless in the frame, but healing was very slow. Twelve months after the first operation a conventional x-ray showed healing of the fracture. At frame removal it was however evident that the fracture was unstable. The fracture site was therefore opened and revised and the frame was not removed. He went on to frame removal at 211 days after the fracture site was revised and has been stable after that.

Manufacturer narrative:
Lundblad, h., karlsson-thur, c., maguire, g.q. Et al. Can na18f pet/CT bone scans help when deciding if early intervention is needed in patients being treated with a tsf attached to the tibia: insights from 41 patients. Eur j orthop surg traumatol 31, 349¿364 (2021). Https://doi.org/10.1007/s00590-020-02776-2. H10: internal reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.